Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. The customer's blood glucose ranged from 300 mg/dl to "high" on the cgm graph. Elevated blood glucose was address with correction bolus via the pump.